Event description:
It was reported per call report that a male patient (pt) was in cardiogenic shock with lots of rhythm changes, numerous drips, hr 20-30 bpm, & temporary pacer inserted. Rn called to discuss triggering issues stating that at times ECG would totally "disappear." Css asked "if there were any strips available" & rn said "unfortunately they were busy and did not print any." Css' first assessment was they had slaved their ECG from their monitor and stated that would be the first thing to change. Css told rn "why slaving is not recommended and issues that can occur especially with a paced rhythm." Css reviewed why "auto pilot mode chooses ECG as preferred trigger and as long as it could see ECG, it would not switch to ap even with a fiberoptix sensor (fos) waveform." Css told rn that "if he wanted to make the pump use ap and stay in auto pilot then he could disconnect ECG from pump." Css told rn that "an fos a-line is far better than a fluid filled and can pump on much lower pressures however, ECG is still preferred if available." Css and rn discussed obvious reason for poor augmentation considering pt's cardiac status. There was marked improvement in pt's pressure with pump ("didn't have one without it"). Css and rn reviewed triggering; situation did not reoccur. At 2004 rn called css back and stated they may have located part of the problem in a loose connection for ECG at pump. Rn said that "fitting is very loose" and when they jiggle cable, ECG comes and goes. Css told rn they should have biomed look at it.

Manufacturer narrative:
(B)(4).